Event description:
Additional information received reported that the healthcare professional (hcp) did not investigate the yellow fluid. The patient e xperienced ongoing pain since approximately 1 month post initial implant. It was confirmed that the catheter was not connected. It was the belief of the hcp that it had not been connected since one month post implant, which was noted as several years ago. However, a pocket fill was not confirmed. No revision or replacement has been scheduled or performed. The patient¿s status was reported as ¿status quo¿ with limited pain relief.

Event description:
It was reported that the patient was not receiving effective therapy. It was reported that the patient had a refill on (B)(6) 2012. During pump refill, "yellow and cloudy" fluid was aspirated from the pump. A culture was done on (B)(6) 2012 of the spinal catheter fluid and results indicated that there was no growth aerobically or anaerobically after 48 hours of incubation. The patient was referred to a pain physician on that following friday. It was also noted for several months, that the patient's catheter and connector was not attached to the pump and could not be found on imaging. At this time, it was believed that it was possibly hidden behind the pump but they were not keen to replace the catheter or pursue further surgery for the patient. It was unclear why the pump had continued to be filled even though it was infusing "systematically" only or as indicated, in her pocket. It was reported at that time that the patient had no injury. It was later reported and planned that the patient would have a catheter revision performed. The cause of the yellow fluid was unknown. The outcome of the patient and event was not provided. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).